Event description:
It was reported by service report that the left side rail could not latch in the raised position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
.